Event description:
Patient presented to the physician with swelling and infection at the neck incision and chest incision. Physician prescribed antibiotics and brought the patient into the or the next day and removed the entire inspire system.